Event description:
It was reported by end user's wife that the head section of the 5310ivc bed is tilted to one side because something snapped. She states that previously the springs on the bed were snapping due to husbands' weight. She states that her husband is on medication that is causing him to gain weight and that he is now over (B)(6) weight capacity of bed.